Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that since earlier this year has experienced a return of symptoms, consistently going to the bathroom. The patient said that saw the healthcare provider (hcp) about 4 days ago and was redirected to contact manufacturer regarding recalibrating the system. When asked, no changes to diet/fluid intake or medications. Patient asked for programming guidance. Reviewed therapy information and general programming guidance. With instruction, patient connected to implant and confirmed that therapy was on. The patient then said that has tried a few different programs and spent about a week on each of them. The patient also mentioned that it increases the setting higher at some point their toes curl up and body jolts. Agent reviewed that it is not recommended to increase the setting beyond level of comfort. The patient to work one program at a time, make adjustments in small increments and continue to track symptoms. Redirected patient to schedule reprogramming appointment at healthcare provider office if issue persists after working through all of the seven standard programs. Email was sent to patient registration to update patient's phone and a ddress and follow up physician.